Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the "intermittent image" issue. When connected to known, good, test equipment, the cable intermittently ceased to be recognized. The camera image quality test was performed and failed. The technical service representative attributed the intermittent image issue to cable failure. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the smart cable was causing the video to go in and out depending on the angle the cable was in. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.